Event description:
Caller alleged discrepant inratio2 results. Results as follows: date (B)(6) 2013, inratio 2.3, lab 5.7. Time between tests: 3 - 3.5. On (B)(6) 2013 patient self tester had blood in urine. On (B)(6) 2013, stopped taking coumadin dose. On (B)(6) 2013, hospitalized for coumadin toxicity; given plasma and vitamin k. Patient was discharged on (B)(6) 2013. Patient takes a long list of medications that haven't changed for years, but was unwilling to provide names and dosages.

Manufacturer narrative:
Investigation pending.